Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the radiolucent and driving cap was found broken. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This report is for one (1) driving cap/threaded. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.010.523, lot # 8279162, release to warehouse date: june 13, 2013, manufacturer: bettlach, no ncr's were generated during production. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 8279162) was received at us customer quality (cq). The threaded distal tip was broken, and the broken fragment was returned lodged in radiolucent insertion handle frn (part # 03.010.486, lot # l479549). The device had surface scratches along the shaft and several dents on the top of the proximal head. No other issues were identified with the device. Device failure/defect identified? Yes, dimensional inspection: drawing: driving cap. Dimensional tolerances. Specified dimension: groove, shaft . Measured dimension: groove = conforming. Shaft = conforming. Document/specification review the following current and manufactured revision of drawings were reviewed: connector for insertion handle. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 8279162). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.